Event description:
A purchasing agent reported that a surgeon replaced an intraocular lens (iol) due to the pt having residual astigmatism. In a follow up, the surgeon reported the prognosis for the pt to be "good". In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken or torn in the gusset region (not returned). The remaining haptic was bent in the gusset and distal regions. The anterior optic, surface was torn or cracked near the central optic zone and the optic edge was torn or split with a portion of the optic missing. An optical inspection cannot be conducted due to lens damage. While we were unable to determine the origin of the damage, our observations reasonably suggested the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/21/2009, 02/04/2009, and 02/12/2009 by phone, fax and mail. A completed questionnaire was received on 02/16/2009.